Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found insolation from h31 power cord wasn't fitted correctly, transportation issue, broken aux socket and broken fan cover plate. The root cause of the reported issue was found to be service related issue. Actions were taken to mitigate the reported issue: replaced the h31 power cord, aux socket and fan guard.

Event description:
It was reported that the device was returned with defectives air detector and broken socket. No patient injury was reported.